Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events- 5 events were reported for this quarter. Product return status- 1 device was received. 4 devices had investigation types that have not yet been determined. Additional information- 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 events for the failure: fracture. - 4 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99134. Supplemental rationale. Corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status. 4 devices were evaluated based on historical data analysis. 1 device was received. Evaluation findings (results/components). 4 devices: fracture problem / part/component/sub-assembly term not applicable. 1 device: fracture problem / mount. Product disposition. 4 devices: product not received. 1 device: archived by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99134. Supplemental rationale, corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status. 3 devices were evaluated based on historical data analysis. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 3 devices: fracture problem / part/component/sub-assembly term not applicable. 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 3 devices: product not received. 2 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 5 events for the failure: fracture. - 4 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.